Manufacturer narrative:
Age at time of event ¿ (B)(6) years. Initial reporter: foreign postal code (B)(6); international phone number (B)(6). Subject device was not received for evaluation. A review of the device history report(s) did not identify any discrepancies. A complaint history review for the manufactured lot on file confirmed no additional complaints. There were no internal processing issues which would have contributed to the nature of the complaint. Per results of the investigation, there is insufficient information to determine a root cause. Therefore, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) reconstruction procedure utilizing the endoscopic cannulated drill bit, 4.5 mm, (sterile) and pin passing drill, tip 2.4mm/381mm (sterile), it was reported that while drilling into the femoral tunnel, a small bit of shedding was observed. First the 2.4 pin drilled through the femur with no issue. However, it was reported that the 4.5 endoscopic was reamed over with the 2.4 pin in the femur causing shedding of one of the referenced devices. It was reported that the fragments were removed from the patient with a shaver. Backup device(s) available and the surgery was completed successfully. (B)(4).